Manufacturer narrative:
This is an over-the-counter bruxism device intended for mild to moderate bruxing. While rare, it is possible that the device contributed to the tooth eruption due to the lack of support from the opposing teeth. Although an evaluation was performed previously, as the result of a retrospective review due to an internal audit, this is being reported as a tooth eruption may be considered permanent damage. Note: this report is being provided as a part of a retrospective review, per discussion with FDA medical device policy branch, and was performed as a result of recent changes/improvements made to our MDR reporting system as a result of an internal audit. This resulted in a two-year retrospective review for reportable events in order to identify and submit all events meeting the criteria described by the FDA representative.

Event description:
Consumer says it caused teeth to move out of alignment which causes her mouth to hurt when biting down and is concerned she will knock out crown on front tooth due to significant amount of "hit" on the crown from misalignment. Dentist told her bite would realign in a couple of days. It has been several days, and though it has improved some, it has not gone back in place. She then went to orthodontist who said a tooth erupted because there was no support beneath the front teeth. Dentist recommended she use because she may be clenching while sleeping; used due to jaw discomfort. Says there is no uneven wear on her teeth from grinding.